Manufacturer narrative:
Site reported that the light adjustable lens in the patient's right eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Lens fragments of the explanted lens were returned. Visual inspection found no issues with the lens fragments. Optical quality of the lens was also assessed and no issues were noted.

Event description:
Site reported that the light adjustable lens in the patient's right eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments.

Manufacturer narrative:
Site reported that the light adjustable lens in the patient's right eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event occurred on 2/18/2021. Device history record for the lens was reviewed. No issues were noted. The explanted lens was returned and is currently being evaluated.

Event description:
Site reported that the light adjustable lens in the patient's right eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event occurred on 2/18/2021.